Event description:
It was reported that balloon rupture and vessel perforation occurred. In (B)(6) 2013, the patient presented with venous stenosis and was treated with placement of a non-bsc stent in the left subclavian vein. In (B)(6) 2014, the patient presented with severe 90% restenosis of the previously implanted stent and swelling of the left hand. A 12.0 x 60, 135cm mustang¿ balloon catheter was then selected to dilate the target lesion. While advancing, resistance was felt. Upon an unknown number of inflation at 9 atmospheres, the physician noted under x-ray that there was some contrast overflow to the vessel. The physician suspected that the balloon and the vessel ruptured. Following device withdrawal, it was noticed that there was some blood in the balloon lumen. The procedure was completed with another of the same device. The physician planned to cover the hemorrhagic spot with a non-bsc covered stent on a different date. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: received for analysis was the balloon catheter. A visual examination of the balloon material identified no tears in the balloon. However, during an attempt to inflate liquid into the balloon, pinhole leak was identified. The pinhole leak was located at 2.3cm proximal to the proximal edge of the distal markerband. A microscopic examination of the balloon material and distal markerband identified no anomalies which could potentially have contributed to the pinhole leak. Further examinations of the device identified minor kinking along the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and vessel perforation occurred. In (B)(6) 2013, the patient presented with venous stenosis and was treated with placement of a non-bsc stent in the left subclavian vein. In (B)(6) 2014, the patient presented with severe 90% restenosis of the previously implanted stent and swelling of the left hand. A 12.0 x 60, 135cm mustang¿ balloon catheter was then selected to dilate the target lesion. While advancing, resistance was felt. Upon an unknown number of inflation at 9 atmospheres, the physician noted under x-ray that there was some contrast overflow to the vessel. The physician suspected that the balloon and the vessel ruptured. Following device withdrawal, it was noticed that there was some blood in the balloon lumen. The procedure was completed with another of the same device. The physician planned to cover the hemorrhagic spot with a non-bsc covered stent on a different date. No further patient complications were reported and the patient's status was stable.